Event description:
A physician reported that an ophthalmic handpieces was heated up and it was stopped working. Procedure details and patient harm was not reported. Additional information has been requested. New information received indication hp body temperature is increased and becomes too hot after a while of testing ultra sound. System message was appeared intermediately even with retightening or replacing the tip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. A phaco handpiece non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The (hp) was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The handpiece was connected to a calibrated resistance breakout test box, where the connection between the input and output impedance of the sensor was found to be within specifications. When the handpiece was connected to a calibrated breakout test box, both the resistance and dissipation between low electrode and high electrode were found to be out of specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully; however, system message (sm) displayed when attempting a five-minute burn-in with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications (<48 degrees celsius). The cable jacket was stripped near the connector strain relief revealing broken wires . The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires broke remains inconclusive. No functional problem relating to the reported ¿high temperature¿ or ¿loose tip ¿was found with the returned handpiece. Therefore, the root cause of those reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).